Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted therefore, the cause of the reported event was not identified. The reported problem was not verified; however, an additional defect was identified during evaluation as there was damage noted to an unspecified molded port attached to the titanium spike. This was determined to have likely occurred following a connection attempt and represents the user¿s difficulty connecting the transfer set spike using the (B)(6) machine to a molded port of an ancillary set. The device was determined to not meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter stuck on the transfer set spike. The nurse found this during visit at patient home. The patient visited the hospital for transfer set replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.